Event description:
Following an emergency code an epinephrine drip was started and being infused via the syringe pump through the PICC line access. The PICC line had been functioning properly and had been used during the emergency code. The pt arrested again, the code meds were given through another line and the epinephrine continued to infuse through the PICC line access. The epinephrine drip was initially started at 0.05 mcg/kg/min and eventually up to 0.5 mcg/kg/min. Pt arrested for a third time and it was noted the PICC line tubing was clamped. The epinephrine drip was immediately placed in the central line access and pt stabilized. The medfusion pump never alarmed occlusion during the code despite the fact the pump was set to recognize the epinephrine infusion. Clinical engineering evaluated the pump with the following findings: the loss of the occlusion alarm was due to a pump failure. Upon testing of the device the occlusion sensor (force sensor) was uncalibrated and could not be calibrated to specs. This caused the pump to not sense the occlusion and therefore it did not alarm. Clinical engineering also found the syringe plunger position sensor was uncalibrated and could not be recalibrated.